Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. It was stated that the customer experienced high blood glucose of 30mmol/l and was hospitalized. No further information was provided.